Event description:
Hosp ER personnel responded to a person reported as doa. The device was used to deliver 2 countershocks to the pt. According to the reporter, the first countershock did not deliver energy to the pt. The reporter stated this opinion was based on the observation that the pt did not "jerk" when the countershock was delivered. The pt was not resuscitated but the reporter stated the alleged malfunction did not cause or contribute to the pt's death because the pt was not viable.